Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: a review of the black box verified the pump time/date reset to default after a power interruption. Unrelated to the original complaint, the pump battery compartment was cracked at the left side of the grip. The time and date were reset by the user and deliveries were never resumed. The time/date reset to default after power interruption was duplicated during investigation due to a bt1 component failure.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 24mmol/l, with polyuria, and polydipsia, associated with an alleged time and date issue. Reportedly, the patient remained on the pump, and resumed pump use after replacement. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the time and date reset to default prior to the alleged blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with time and date issue.